Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set was inserted into scar tissue. The event occurred on (B)(6) 2024. Infusion set was used for 3-4 days. Patient also experienced high blood glucose level and diabetic ketoacidosis. Blood glucose level was 900 mg/dl. Patient was admitted to hospital and then intensive care unit. Patient was treated with IV and fluids of saline and insulin. Patient was found to be positive for ketones. No further information was available.